Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient, who is hospitalized, complained of neck pain. It was noted that a neurologist local to the facility will interrogate the patient's device as his normal neurologist is 2 hours away from the facility. Per the physician, the patient's settings were adjusted which relieved the pain he was experiencing. The physician stated the patient started to develop discomfort/pain with every stimulation and had taped the magnet over the generator to inhibit stimulation because of this. The patient noted the stimulation "made his vagal nerve raw". The physician agreed with the patient's speculation that the high on-time for the device was causing his side effects. Additional information was received that the adjustment to the patient's settings was for patient comfort only, however it is still unknown if the neck pain was the reason for the patient's hospitalization or if he was hospitalized for something else and the neck pain occurred after the patient was admitted. No other relevant information has been received to date.

Event description:
Additional information was received noting the patient's hospitalization was for neck pain. No other relevant information has been received to date.